Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 6 events were reported for this quarter.   Product return status: 6 devices were received for evaluation.   Evaluation status: 6 reported events were confirmed during testing. 1 device was found to be affected by worn components 2 devices were found to be affected by electrical component failure. 3 devices were found to be affected by a mechanical problem. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.